Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2016, abbott laboratories received a vigilance report sent by the account to the competent authority and the manufacturer. The vigilance report stated that the account performed a retrospective review and discovered a suspected false negative result on a donor sample. On (B)(6) 2015 the donor sample ((B)(6)) tested prism (B)(6). On (B)(6) 2016 another sample from the donor ((B)(6)) tested roche cobas (B)(6) 2016. On (B)(6) 2016 the archived donor sample from (B)(6) 2015 was thawed and retested with roche cobas and a (B)(6) for confirmatory testing and the results are pending. From the donation in (B)(6), erythrocytes only were provided to the health care provider rakus "gailezers". No impact to the recipient of the blood product has been reported.

Manufacturer narrative:
Additional testing data was added.

Event description:
Additional confirmatory testing data was received on sample ID (B)(6). Confirmatory date: (B)(6) 2016. Confirmatory results: innotest anti-hcv (B)(6). Architect anti-hcv (B)(6). Hcv core ag (B)(6). Immunoblot positive c1 1+, c2 +/- blood products donated: erythrocyte mass was distributed to (B)(6) hospital. On may 6, 2016 additional testing data on the donor was received. Further testing was performed on archived samples from the donor. Archive sample ID (B)(6). Testing date on prism/nat: (B)(6) 2012. Testing results on prism/nat: negative. Prism reagent lot used: not specified. Retest date on cobas: (B)(6) 2016. Retest results on cobas: positive ( coi 7.10). Confirmatory date: (B)(6) 2016. Confirmatory results: immunoblot c1 1+; c2 1+ blood products donated: erythrocyte mass sent to (B)(6) hospital on (B)(6) 2012. Thrombocyte mass sent to (B)(6) on (B)(6) 2012. Ffp sent to the (B)(6) on (B)(6) 2013. Archive sample(B)(6), testing date on prism/nat: (B)(6) 2011. Testing results on prism/nat: negative. Prism reagent lot used: not specified. Retest date on cobas: (B)(6) 2016. Retest results on cobas: positive (coi 8.76). Confirmatory date: (B)(6) 2016. Confirmatory results: immunoblot c1 1+; c2 1+ blood products donated: erythrocyte mass sent to (B)(6) hospital on (B)(6) 2011. Archive sample ID (B)(6), testing date on prism/nat: (B)(6) 2011. Testing results on prism/nat: negative. Prism reagent lot used: not specified. Retest date on cobas: (B)(6) 2016. Retest results on cobas: positive ( coi 8.00). Confirmatory date: (B)(6) 2016. Confirmatory results: immunoblot c1 1+; c2 1+ blood products donated: erythrocyte mass sent to (B)(6) hospital on (B)(6) 2011. Thrombocyte mass sent to (B)(6) hospital on (B)(6) 2011. No impact to the recipient of the blood products has been reported to date.

Manufacturer narrative:
Sample return material was not available for investigation. Customer complaint data was reviewed for lot 55289li00 and no adverse or non-statistical trends were identified. A review of the prism hcv labeling was performed and concluded that the issue is adequately addressed. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the complaint observation. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member a,b,c,d,e and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Based on the investigation it was determined that the prism hcv reagent lot 55289li00 is performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Event description:
Additional confirmatory testing was provided on the donor: sample drawn back on (B)(6) 2013. Archive sample ID (B)(6). Testing date on prism/nat: (B)(6) 2013. Testing results on prism/nat: n/a. Retest date on cobas: not tested. Retest results on cobas: n/a. Confirmatory date: (B)(6) 2016. Confirmatory results: (B)(6).

Event description:
On march 22, 2016 additional testing data on the donor was received. Further testing was performed on an archived sample drawn back on (B)(6) 2013. Archive sample ID (B)(6); testing date on prism: (B)(6) 2013; testing results on prism: negative; retest date on cobas: not specified; retest results on cobas: positive (coi 7.28); confirmatory date: (B)(6) 2013. Confirmatory results: (B)(6); immunoblot positive c1 1+,c2 1+; blood products donated: ery, plt, ffp. On march 24, 2016 additional testing data on the donor was received. Further testing was performed on an archived sample drawn back on (B)(6) 2012. Archive sample ID (B)(6); testing date on prism/nat: (B)(6) 2012; testing results on prism/nat:negative; retest date on cobas: (B)(6) 2016; retest results on cobas: positive (coi 7.92); confirmatory results: pending; blood products donated: ery. On april 6, 2016 additional testing data on the donor was received. Further testing was performed on archived samples drawn back on (B)(6) 2012. Archive sample ID (B)(6); testing date on prism/nat: (B)(6) 2012; testing results on prism/nat: negative; retest date on cobas: 22-mar-2016; retest results on cobas: positive (coi 7.92); confirmatory date: confirmatory results: innotest positive (B)(6); immunoblot c1 1+; c2 1+; blood products donated: ery. Archive sample ID (B)(6), testing date on prism/nat: (B)(6) 2012, testing results on prism/nat: negative, retest date on cobas: (B)(6) 2016, retest results on cobas: positive (coi 6.70), confirmatory date: (B)(6) 2016, confirmatory results: pending, blood products donated: ery. No impact to the recipients of the blood product has been reported to date.